Event description:
It was reported that the patient was implanted with a new lead an implantable neurostimulator (ins) about 2 weeks ago in the sacral-4 (s4) area. It was noted that the patient was not "getting as good of a therapeutic response" so the lead was moved to the s3. It was further noted that there was "a better stimulation response from the patient." It was confirmed that the patient's old lead and newer lead were not touching by performing a fluoroscopy test. Additional information received reported that the patient had a stage 1 implant performed on (B)(6) 2012. It was noted that the old lead was partially removed on (B)(6) 2012 and the new lead was placed and attached to the new ins. No malfunction was reported. It was noted that the patient was "doing well with her new lead."

Manufacturer narrative:
Product ID 3889-28, lot # va01xe8, implanted: (B)(6) 2012, product type lead. Product ID 3080, lot # l60922, implanted: (B)(6) 1999, product type lead.